Manufacturer narrative:
510k: this report is for an zero p screw device/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 during an unknown procedure, an unknown zero p screw needed to be replaced because it was backing out. It is unknown if there was a surgical delay. Procedure outcome and patient status are unknown. This report is for one (1) unknown zero-p screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h6: photo investigation: the device was not returned. A photo-investigation was performed on the image provided. One screw was observed to have backed out. No device identifiers were visible. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint was confirmed during investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. B3: date of event is unknown as the exact date of screw back out is unknown.

Event description:
Update: this report is for one (1) 3.0mm ti cervical spine locking screw 16mm.

Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. 10 additional narrative: b5: updated. D2: additional pro-code: ove. Investigation summary: complaint summary: it was reported that on (B)(6) 2021, during an unknown procedure, an unknown zero p screw needed to be replaced because it was backing out. It is unknown if there was a surgical delay. Procedure outcome and patient status are unknown. This complaint involves one (1) device. H6: photo investigation: the device was not returned. A photo-investigation was performed on the image in "(B)(4) intake email with device x-ray received from sales consultant. Msg on (B)(6) 2021". One screw was observed to have backed out. No device identifiers were visible. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint was confirmed during investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Background: it was reported that on (B)(6) 2021, during an unknown procedure, an unknown zero p screw needed to be replaced because it was backing out. It is unknown if there was a surgical delay. Procedure outcome and patient status are unknown. This complaint involves one (1) device. Investigation flow: functional/device interaction. Visual inspection: the 3.0mm ti cerv spine lkng scr 16mm (p/n: 04.617.816, lot number: unk) was received at us cq. Visual inspection of the complaint device showed the proximal head threads were stripped. Review of the attached x-ray showed the device had backed out from its original position. Functional test: a functional assessment was unable to be performed on the complaint device due to no mating device returned. The complaint was not able to be replicated. However, the complaint is able to be confirmed based on the x-ray. Dimensional inspection: a dimensional inspection was not performed due to post-manufacturing damage. Document/specification review: se_107436 rev d (current) was reviewed. The manufactured revision is unknown. No design issues or discrepancies were identified. Complaint was confirmed. Investigation conclusion: this complaint is confirmed as the x-ray shows the device had backed out. Also, the proximal head threads were stripped. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: unknown lot, therefore, a DHR review could not be completed. Lot number is unknown, therefore no mre can be performed. Device history batch - device history review: unknown lot, therefore, a DHR review could not be completed. Null. H11: d4 UDI & part#. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.